Manufacturer narrative:
The returned part included the fractured hex. Upon examination, the bevel of the abutment to which the hex sits onto the implant appears to have been prepped or damaged. During the prepping, the seal may have been compromised which caused the failure prosthesis. The evaluation concluded the bevel of the abutment where it sits onto the implant has been compromised. This compromise led to the failure of the abutment.

Event description:
Hex broke off of abutment.